Manufacturer narrative:
(B)(4) - used above rated burst. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report filed, it was noted that a clinically significant delay in the procedure due to the device was reported and the procedure time was less than 30 minutes. Additionally, no medication was given.

Event description:
It was reported that during a fistulogram procedure of the brachial artery, the fox cross balloon catheter was inflated to 24 atmosphere (atm) and ruptured. During removal of the device it caught on the edge of the 7 fr sheath catheter and the balloon tip detached and floated upstream into a blind vessel. It was noted that no intervention was planned to retrieve the balloon fragment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Analysis noted the balloon catheter was returned with blood on the shaft and the balloon and in the inflation lumen, guide wire lumen and balloon. The balloon and tip had separated. The separated portion was not returned. The balloon was separated 1.5 centimeters (cm) and 2 cm distal to the proximal balloon taper and the fracture face was jagged. The inner member had separated 4 millimeters distal to the proximal balloon taper. There were kinks in the shaft 7 cm and 49.5 cm distal to the strain relief tubing. The kinks to the shaft were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. There was no other damage noted to the balloon catheter. Scanning electron microscopy (sem) analysis was performed and indicates that the balloon failure may possibly be related to exposure conditions as the device was reportedly burst above rated burst pressure (rbp). The balloon rupture appeared jagged and radial partial tears were observed along the outer surface adjacent to the fracture. The inner member also exhibited jagged and torn edges which suggests tensile overload during retraction of the device. It should be noted that the foxcross instruction for use (IFU) in the warning/precautions section, states that inflation in excess of the rated burst pressure may cause the balloon to rupture. It appears that the inflation of the balloon above rated burst pressure (rbp) resulted in the balloon rupture and contributed to the difficulty to remove and subsequently led to the balloon detachment during retraction. A review of the device lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. In this case, the reported balloon rupture, difficulty to remove and balloon detachment, foreign body in patient and delayed therapy/ non-surgical treatment appears to be related to the operational context of the procedure and there is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected and leak tested during manufacture. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.